Manufacturer narrative:
The device will not be returned for analysis as it was implanted. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Hemorrhagic complication due to hemodynamic changes induced by the embolization is a known inherent risk of onyx procedure and is documented in the onys instruction for use. The patient also had a factor v leiden mutation, an inherited blood clotting disorder, that contributed to the clotting problems. Same event as reported in MDR MFR# 2029214-2015-05109 and 2029214-2015-0511.

Event description:
Medtronic received report that a patient experienced a massive ventricular hemorrhage, subarachnoid hemorrhage (sah), intraparenchymal hematoma and later died. The patient was treated for a right temporo-occipital avm, spetzler-martin grade 4. It was reported that the patient experienced neurologic aggravation after the second avm embolization with onyx, the patient had undergone the first stage of the embolization procedure 4 months prior. The 2nd stage of the embolization procedure achieved a satisfactory result with occlusion of 80% of the nidus without compromising venous drainage. This remained permeable although there was persisting stenosis in the proximal part of the right sinus. The scan at the end of the procedure did not reveal any additional complication. Following the procedure the patient awoke in a satisfactory way with no deficit but then rapidly worsened with a glasgow score of 3 being established very quickly. An emergency MRI was performed, identifying probable stenosis of a 2nd arteriovenous malformation which had been almost completely embolized through a contact hemorrhage, with tetraventricular flooding, responsible for hydrocephaly and major intracranial hypertension. The patient had an emergency intervention to insert external ventricular shunts; however, neither of them was permeable due to clotting problem in the drains. The physician then performed cortectomy to reduce the intracranial pressure. However intracranial pressure still remained very high due to the bleeding at a deep level from the intraventricular clot, and also from all the margins, given the massive swelling. The pupils were checked at the end of the intervention but they were non-reactive with mydriasis on both sides. The patient died 24 hours after the embolization procedure. The patient had a factor v leiden mutation, an inherited blood clotting disorder.